Event description:
Dr. Alleges that balloon did not deflate all the way, making if difficult to remove it through the sheath. Upon attempting to remove, a piece of the balloon detached and stuck in the sheath. Entire system was removed broken piece remains in the sheath. Patient is fine.